Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was experiencing syncopal episodes and general malaise. Non-invasive analysis of the system was performed. Intermittent loss of pacing in the atrium and ventricle was noted. Non-invasive testing also revealed an abnormal increase in impedance and pacing thresholds.